Event description:
Patient was having a peg tube placed and the device became stuck in the abdominal wall. The wire broke when the physician attempted to remove it. The patient had to go to surgery to have it removed. The device was removed that night without further complications.